Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement biopsy guide shipped to site 09/07/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported a site's precision aiming device (pad) was damaged and the proximal locking screw was unable to tighten all the way. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect biopsy guide finds that the guide will not lock down at the base. The washer is missing from the adjustment screw. The reported issue was confirmed to be caused by physical damage to the instrumentation. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.